Manufacturer narrative:
Sections with additional information as of 18-aug-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within 6 months tested within specifications added most likely underlying root cause mlc-020 user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due medical attention meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 20-jul-2021 to ensure the customer's condition had improved and that the initial concern is resolved - able to establish contact with customer who reported medical intervention since the last call. Customer stated she had gone to the hospital on (B)(6) 2021; when she arrived at the hospital her blood glucose test result had been 223mg/dl non-fasting. Customer was treated with IV fluids. Customer was not admitted and was discharged with prescriptions for lantus and novolog. Customer stated she had been advised to come back to the hospital if her blood glucose result went over 240mg/dl. Customer provided additional information regarding her initial complaint during follow-up call. Customer stated her expected am fasting blood glucose test result is 89mg/dl. Customer also stated that she stores the test strips in her purse. Customer stated the true metrix meter was working as intended and declined a replacement.

Event description:
Consumer reported complaint for error message (e-3). The product is stored according to specification (carrying case). The test strip lot manufacturer¿s expiration date was not disclosed and open vial date is june 2021. During the call, a blood test was performed by the customer non-fasting and produced test result of 169mg/dl using true metrix meter. Customer was not satisfied with the result obtained and stated it was high. At the time of the call the customer reported symptoms of sweating and shakiness; customer stated that she was going to seek medical intervention.